Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. The patient has complex anatomy and difficult aortic neck. The aortic neck was short, conical and tortuous. It was reported that during the index procedure, the stent grafts were implanted with no issues. On the final angiogram, proximal type I endoleak was observed. The physician elected to implant aptus endoanchors to resolve the proximal type I endoleak. After implant of 10 endoanchors, a repeat angiogram was done and proximal type I endoleak was still observed. However the endoleak appeared to be less than what was initially seen. The physician decided to observe the patient at this time and finish procedure. A cta scan performed 24 hours later showed the endoleak was still present. The physician decided not to perform further intervention at this time. Per the physician, the cause of the event was due to patient anatomy, complex anatomy with a challenging aortic neck being short, conical, and tortuous. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.